Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a fracture was found in the 0833 cable. (B)(4).

Event description:
It was reported that the external pulse generator (epg) cables had pacing failures during use. The epg cables were sent for service. The status of the cables is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Also, further review prompted a change in the device.